Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used to remove stone fragments from the patient's left ureter. According to the complainant, at some point during stone retrieval the basket would no longer function. It is unknown if the basket was in the open position or the closed position when it stopped functioning. It is unknown how many stone fragments were successfully removed while using this device. Multiple attempts to obtain additional information have been unsuccessful. The procedure was successfully completed using a second zero tip nitinol retrieval basket. There were no patient complications due to this event.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed the outer sheath was torn. There were numerous kinks and abrasions along the working length. The event information indicates the defect was identified during the procedure inside of the patient. Most likely, maneuvering the device to retrieve the stones caused the distal tip of the introducer to wear through the outer sheath causing it to tear. Once the outer sheath tore, the device would no longer function properly. The most probable root cause for this event is determined to be operational context.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used to remove stone fragments from the patient's left ureter. According to the complainant, at some point during stone retrieval the basket would no longer function. It is unknown if the basket was in the open position or the closed position when it stopped functioning. It is unknown how many stone fragments were successfully removed while using this device. Multiple attempts to obtain additional information have been unsuccessful. The procedure was successfully completed using a second zero tip nitinol retrieval basket. There were no patient complications due to this event.